Manufacturer narrative:
Hamilton medical ag ref nr: (B)(4). The raphal ventilator in question has exceeded 23 years of continuous service. This significantly surpasses the typical expected service life of invasive ventilators, which, according to current industry standards and hamilton medical's recommendation. Therefore, the event is attributed to age-related degradation and operation beyond expected service life. Customer was informed that repair is not possible anymore due to the age of the device. This case is considered as closed.

Event description:
Hamilton medical ag received the following event description: "our hamilton raphael silver ventilator (sn: (B)(6), year of manufacture 2002) displayed the error message ¿hardware error.¿ due to the error, the device shut down during ventilation and was subsequently disconnected from the patient. No patients or third parties were harmed in the incident. The patient continued to receive oxygen treatment and is already feeling better, so much so that he was able to be discharged home today."